Event description:
It was reported that during an ablation procedure, noise was exhibited on both leads. Additionally, the physician was not able to program the device into doo mode until the ablation stopped. Technical services (ts) was consulted and discussed this could be due to telemetry loss or possibly, a ventricular episode in progress. No asystole was reported. No adverse patient effects were reported. This device remains in service.